Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia or emergency room visit. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The patient reported her blood glucose, carbohydrate intake and insulin history is as follows: (B)(6). She decided to go to the emergency room with bg reading of 25.0 mmol/l (450 mg/dl) and she gave herself a bolus of 1.5 units of insulin. At 7:09pm the pod was deactivated. Upon arrival at the emergency room her bg reached 35.0 mmol/l (630 mg/dl) so they gave her a manual injection of insulin (exact dosage was not provided). She did not provide any further information.